Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into several segments including one proximal fragment of approximately 12 cm length which could be clearly identified. The returned proximal lead fragment was visually and electrically analyzed. The visual inspection showed abrasion marks along the lead body. In particular, approximately 11.5 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Diagnostic images clarifying this assumption were not available for analysis. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
Physician noticed what appeared to be damage to this atrial lead during an rv lead revision. Physician chose to explant and replace atrial lead as well. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.